Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ IV catheter contained foreign matter. No serious injury or medical intervention was reported.

Manufacturer narrative:
One sample unit belonging to lot number 7054851 was received for evaluation by our quality engineer team. A device history record review did not reveal any quality issues during the production process that could have contributed to this incident. Foreign matter was observed on the returned sample and the matter was analyzed through fourier-transform infrared spectroscopy (ftir). The ftir analysis identified the matter as polypropylene material. This material originates from the residue of the packaging process. Silicone droplets were also observed on the catheter. It should be noted that the silicone droplets do not cause damage to the user and they are applied to aid in the insertion of the catheter during venipuncture. In order to prevent this incident from reoccurring, manufacturing personnel have been retrained on the proper cleaning procedures within the packaging area. Complaints received for this device and defect will be monitored by our quality team for emerging trends.

Event description:
It was reported that bd angiocath IV catheter contained foreign matter. No serious injury or medical intervention was reported.